Manufacturer narrative:
Patient identifier:, age or date of birth, sex, weight: 64 patients (30 male and 34 female) with a mean age of 53±11 years. Date of event: exact date of event is unknown; july 03, 2017 is the date the literature article was published. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for unknown synthes matrix mis screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date, event problem and evaluation codes: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: archavlis, e., amr, n., kantelhardt, sr. And giese, a. (2018), "rates of upper facet joint violation in minimally invasive percutaneous and open instrumentation: a comparative cohort study of different insertion techniques," journal of neurological surgery, vol. 79(1), pages 1-8 (germany). The purpose of this retrospective cohort study is to compares the rate of superior facet joint violation with the use of percutaneous robot-assisted screw insertions versus percutaneous fluoroscopy-guided screws versus screws placed through a standard conventional open midline approach by a single surgeon who changed the technique gradually over time. This study also investigates risk factors that influence upper facet joint violation. Between 2010 and 2016, a total of 194 patients received lumbar single-level spondylodesis. These patients were divided into 3 groups according to the method of instrumentation. Group 1 (competitor¿s device) consisted of 58 patients, group 2 (matrix mis ¿ depuy synthes orthopaedie) consisted of 64 patients (30 male and 34 female) with a mean age of 53±11 years and group 3 (competitor¿s device) consisted of 72 patients. Follow-up was unknown. The following complications were reported as follows under study group: (table 2) a total of 28 (grade I ¿ 6, grade ii ¿ 8, grade iii ¿ 14) patients which the pedicle screws accuracy and different classes of upper facet joint violations were compared. These patients were 15 female and 13 male. This report is for an unknown synthes matrix mis screws. This report is for the 13 male patients. This is report 2 of 2 for (B)(4).